Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during overnight monitoring, the patient became breathless and loss of pacing was observed on the ECG. A chest x-ray revealed massive surgical emphysema with air noted in the pocket and breast tissue. The device was removed and replaced.